Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported patient experienced low blood glucose episode; exact reading was not provided. Caller stated patient's husband treated patient with a couple of glucose shots without success; ambulance was called. Caller alleges either pump programmed a bolus of 25 units of insulin or patient gave a bolus of 25 units of insulin causing the low blood glucose readings. Caller reported emts were unable to help patient with her low blood glucose reading and took her to the hospital; treatment received was unknown. Declined to provide additional information. Caller stated patient was taken off of the pump. Requested return of the alleged device for evaluation.